Manufacturer narrative:
This event occurred in (B)(6). (B)(4). The customer provided a date of birth of (B)(6) 1985, which would correspond to an age of (B)(6) at the time of the event. The customer stated that the age of the patient was (B)(6). A clarification has been requested.

Manufacturer narrative:
The service engineer checked the technical aspects of the system which were found to be ok. No notable issues were seen with calibration and control data. A specific root cause could not be determined. A possible root cause is improper pre-analytic conditions. It was found that centrifugation conditions were outside of manufacturer recommendations. Additional information for investigation was requested, but not provided.

Manufacturer narrative:
The patient's date of birth has been confirmed as (B)(6) 1985.

Event description:
The customer reported that they received an erroneous result for one patient sample tested for estradiol ii (e2). The sample initially resulted as 590.3 pg/ml and this value was reported outside of the laboratory. The physician asked for the sample to be repeated as the result was in contrast with echo observations. The sample was repeated on (B)(6) 2014, resulting as 33.14 pg/ml. The patient was not adversely affected. The e2 reagent lot number was 175761. The e2 reagent expiration date was asked for, but not provided. Investigations have determined that no reagent issues are evident and no instrument issues could be identified.